Manufacturer narrative:
H.6. Investigation: no physical sample was received but analyses of customer provided photos lead to believe that an insufficient solvent (loctite) may have been used during assembly of product. This would end with the customer's reported failure at the junction reported. Despite numerous attempts being made to attain the DHR information for material#: mv0520, batch/lot #: 202015. No information was made available. Root cause unknown without a physical sample for investigation but suspect lack of solvent loctite may have led to reported separation. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation with lot #202015 regarding item #mv0520.

Event description:
It was reported that a smartsite vialshield 20mm closed vad experienced component separation during use. The following was reported by the initial reporter: "it was reported that the textium vial topper broke when attempting to disconnect the syringe. Verbatim: earlier today we had a situation where the an mv-20 texium vial topper broke when attempting to disconnect the texium syringe from the vial topper."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a smartsite vialshield 20mm closed vad experienced component separation during use. The following was reported by the initial reporter: "it was reported that the textium vial topper broke when attempting to disconnect the syringe. Verbatim: earlier today we had a situation where the an mv-20 texium vial topper broke when attempting to disconnect the texium syringe from the vial topper."